Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date) issue. Reportedly, the date on the pump changed to (B)(6) 2015 without user intervention and could not be corrected by the patient. There was no adverse event associated with this complaint. This complaint is not being reported because this issue is not likely to cause an adverse event. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.